Event description:
Customer reported that she had unexplained high blood glucose. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was 596 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window, cracked battery tube threads and reservoir tube lip.